Manufacturer narrative:
H3; analysis of the catheter (n634069002) found no anomalies on microscopic inspection, the catheter was patent and passed pressure leak testing. Analysis of the pump found no anomalies. H6; the previously reported method code b17 has been updated to b10. The previously reported results code c20 has been updated to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (2 mg/ml at 0.2 mg/day) via an implantable pump for lumbar radiculopathy, degenerative disc disease/herniated disc pain, and spinal pain. It was reported that when the catheter access port was aspirated, there was no cerebrospinal fluid (csf) return and the catheter was not patent. It was unknown if there were external factors that contributed to the issue. The healthcare provider (hcp) tied off the catheter at the spinal segment to implant a new 8780 ascenda catheter and csf was then successfully aspirated. The issue was resolved and the explanted catheter will be returned for analysis. The patient's weight was asked but unknown and they had a medical history of no allergies. The patient was without injury at the time of the report.